Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery, no delivery and motor tests. No excessive no delivery error alarm or motor error alarm noted. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.(B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm and a no delivery alarm. The caller reported that these were recurring issues. Blood glucose level at the time of the incident was 463 mg/dl, which was treated with a bolus. The caller reported that the infusion set was changed and the customer's blood glucose level dropped to 50 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.